Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had high blood glucose. The customer reported that when they inserted new sensor it started to bleed, and came out through the front of it where the transmitter hooks up. During troubleshooting for blood at site for sensor the customer mentioned that her blood glucose was 524mg/dl. The customer treated high blood glucose with manual injection. The customer reported that sensor glucose was 94mg/dl, and checked blood glucose was 524. The pump suspended and customer decided to change sensor. The customer was offered to troubleshoot for high blood glucose but the customer declined. The insulin pump will not be returned for analysis.